Event description:
The account alleged the patient position module would not set. No patient impact.

Manufacturer narrative:
The technician found the patient position module functioned as designed, user error.